Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found both pitch cables to be loose at the instrument wrist; however, there were no broken or frayed cables observed under microscopic inspection. The clevis did not exhibit any damage or wear marks, and both cable crimps remained in the clevis. Upon removal of the instrument housing, the pitch cables were found to be loose at the clamping pulley. The clamping pulley screw was not loose. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the maryland bipolar forceps instrument was impossible to move. After several attempts, a cable at the end of the clip was noticed to be broken or loose. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.